Event description:
When the pressure wire x was pulled back, changes in the pressure curves and values went to 1.14. Another measurement was attempted in the lad but resistance was felt. The radiopaque part was observed detached from the wire. Retrieving the wire was unsuccessful. Three stents were placed over the wire.

Manufacturer narrative:
Product evaluation: the results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end sensor element (jacket); the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The shaft had been kinked. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. Although the cause of the reported positioning issue remains unknown, the shaft damage is consistent with the reported positioning issue. The cause of the shaft damage is consistent with forcible contact. The cause of the tip coil and corewire damage is consistent with forcible contact during use. The results of the investigation were inconclusive for the reported signal drift due to the condition of the returned pressurewire. The prolonged exposure of the guidewire to saline was consistent with corrosion on the sensor element, which can affect signal readings and precludes further testing. The cause of the reported signal drift remains unknown. The pressurewire x, wireless instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x, wireless instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire x, wireless instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
Measurement in the lad with the pressurewire x, wireless was 0.86. When the pressurewire x, wireless was pulled back, changes in the pressure curves and values went to 1.14. Another measurement was attempted in the lad but resistance was felt. The radiopaque part was observed detached from the wire. Retrieving the wire was unsuccessful.